Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while charging the pump battery under normal temperature conditions multiple temperature alarms occurred. Customer's blood glucose was 180 mg/dl. Customer continued to use pump for insulin therapy.